Event description:
It was reported that the blue prongs are not engaging, no fluid is passing through the line and the device's alarm messaged fluid level. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no visual defects, cracks or damages on the connector. Functional testing found no leaks. The most probable root causes is the connector became damaged after the product left the manufacturing facilities. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).